Event description:
The customer reported an erroneously elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving access 2 immunoassay system. Subsequent testing of a redrawn sample recovered a result within the risk stratification range and below the customer's critical level of 0.5 ng/ml. Due to the discrepant results, the customer retested each sample and produced results within the risk stratification and within the normal reference interval. The erroneous result was released out of the laboratory. The emergency room (ER) patient was given nitroglycerin due to the erroneous result. There has been no report of current patient outcome. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) performed a passing system check and indicated high sensitivity system check failed. The fse noted the first aspirate probe was aspirating slower than the other probes, and the dispense probe was not locked in all the way, allowing it to move. The fse replaced all aspirate probe tubing and locked the dispense probe into place. A high sensitivity system check and 10-repetition precision testing, using all 3 levels of quality control (qc), were performed and passed within instrument, assay, and laboratory specifications. The instrument conformed to the manufacturer's published performance specifications. System parameters were performing within the assay and instrument specifications. The most recent system check, performed on (B)(6), 2012, had an initial failing washed portion. Upon retest, the washed portion passed within instrument specifications. The customer reported the samples were drawn into sodium heparin gel tubes and analyzed from an aliquot cup; no sample integrity issues were noted. The customer reported the samples were centrifuged in the laboratory's stat spin centrifuge. The samples were analyzed in an aliquot cup placed on the primary tube. The customer performs quality control (qc) once every 24 hours. Daily qc was performed after the sample was analyzed. The customer indicated no qc issues. A review of the supplied qc data between (B)(6), 2012 reveals all levels of qc had been performing within 1-2 standard deviation (sd) of the laboratory's established ranges. The supplied troponin I calibration curve was performed on (B)(6), 2012 and all levels of calibrators passed within acceptable percent coefficient of variation (%cvs). Routine system checks, performed between (B)(6), 2012, passed within instrument specifications.